Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted, elevating from 326-340 (mg/dl). The customer delivered a correction via an alternate pump. Reportedly, the customer would use the backup pump as alternate insulin therapy.